Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5,d2, d9, g3, g6, h1, h2, h3, h6, h10. Products were not returned for investigation, but pictures of the head after explantation were provided. Event can be confirmed as the sulox head is fractured in 4 main parts. However, due to the low quality of the image and the presence of blood on the head, further evaluation cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. Medical records: medical records and radiographs were provided and reviewed. The patient is male, 181cm - 106kg (bmi 32.4), 55 years old at the time of the event reported. The patient underwent an initial left tha on (B)(6) 2014 because of advanced dysplasia coxarthrosis with femoral head necrosis. On (B)(6) 2023, during normal movement, the patient felt a sudden crack and pain in the left hip. The patient was transported to the hospital and underwent x-ray examination. Results of the examination showed a fracture of the sulox¿ head. On (B)(6) 2023 the patient underwent revision surgery. The provided radiographs confirm the reported event. In the pre-revision view of the left hip, it is possible to see that the femoral head is no longer distributed around the stem taper but appears to be fractured into at least two fracture fragments. One or more fracture fragments can be seen adjacent to the stem neck. The stem taper appears to be displaced to an off-center position. Review of the manufacturing records of the reported products revealed no deviations or anomalies that may have led or contributed to the reported event. Based on the provided medical records and photographs, the reported fracture of the sulox head can be confirmed. Contributing factors related to the patient, such as age, bmi, type and level of physical activity, as well as medical history may have led or contributed to the reported event. However, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Dural alpha insert w rim ii/32 item#01.00013.509 lot#2713625. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient experienced a sudden crack of left side of hip joint during normal movement. The patient underwent revision surgery due to implant fracture approximately eight (8) years one (1) month from initial surgery and one (1) day after the sudden crack. Due diligence is in progress for this complaint; to date no additional information or product has been received.